Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that catheter removal difficulties were encountered. A 9.0 x40, 75cm charger balloon catheter was advanced for dilatation. However, the balloon would not re-wrap and it could not be put back through the sheath. The procedure was completed with another 9.0 x40 charger balloon catheter. No patient complications were reported.